Event description:
The patient underwent endovascular repair of aaa using the ovation abdominal stent graft system on (B)(6) 2012. On (B)(6) 2013, trivascular was notified of a potential endoleak identified during routine follow-up imaging. A review of the follow-up imaging (dated (B)(6) 2013), confirmed the presence of a type ii endoleak from the lumbars which is not device-related; however, a potential type iii endoleak at the junction of the left primary iliac limb graft and iliac limb graft extension was also identified. This potential type iii endoleak is the subject of this report and complaint investigation.